Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The fse replaced the front end board to fix the reported issue. The fse also performed a complete preventive maintenance and calibrated the iabp, and all functional and safety checks were completed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
A (B)(4) field service engineer (fse) reported that during a preventative maintenance the cardiosave intra-aortic balloon pump (iabp) could not enter in diagnostic mode. There was no patient involvement and no adverse event was reported.